Event description:
It was reported that patient underwent a procedure utilizing an interference screw on (B) (6) 2010. During the procedure, the surgeon inserted the guide wire into the screw and discovered that the screw was not fully cannulated. The surgeon completed the procedure using a smaller sized screw. There was no significant delay to the procedure or injury to the patient.